Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly used for gas-delivery control was identified as the cause of the issue. The manifold was replaced, and the device subsequently met all manufacturer specifications for nitric oxide delivery, gas monitoring, and all other functional performance checks. Based on the results of the device evaluation and the information available, the investigation concluded that the root cause of the reported event was a malfunctioning manifold. No additional device faults or manufacturing defects were identified. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuations in the monitored no concentration were observed. According to the hospital's report, the monitored no concentration ranged from approximately 13 ppm to 40 ppm. The device was subsequently removed from the patient and exchanged for another unit, after which the dosing issues were resolved. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: bunnell jet lifepulse 203/204; rate 300, pip 40, peep10, I-time 0.02.